Manufacturer narrative:
(B)(4). Date sent: 07/12/2010. Anti-backup failure the analysis results of the el5ml device found that it was received with jaws in the closed position. The trigger was manually assisted in order to open the jaws without any anomalies noted; one pear shaped clip was released. In an attempt to replicate the reported incident, the device was tested for functionality. Due to the antibackup feature being non-functional two unformed clips were fed; this finding is not related to the incident reported. The remaining clips were conforming according to our manufacturing specifications. Possible causes for this condition may be attempting to squeeze the device trigger when it has not fully returned or stopping the firing sequence and pulling the trigger open. It should be noted that an investigation has been initiated to address the potential root cause of the opening issues. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a roux-en-y procedure, the jaws on device remained closed after firing. The device was used on suture and was not in contact with tissue when problem occurred. Another device was used to complete the procedure. There was no adverse consequence to the patient.